Event description:
Per the clinic, the patient was treated with topical antibiotics around the abutment (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.